Event description:
Customer reported her sensor readings are inaccurate. Customer's current blood glucose is 355 mg/dl, but her sensor reading is 85 mg/dl. Customer was advised of proper sensor insertion and calibration methods. Customer said she was high because she ate breakfast. She declined troubleshooting for high blood glucose. Customer was advised to monitor the issue and call if it recurs. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.